Manufacturer narrative:
The customer called stated that she was hospitalized for five days.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 470 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptoms of nausea and difficulty breathing. Customer was hospitalized for seven days and was treated with insulin drip. Customer stated that prior to hospitalization, to have received a no delivery alarm after attempting to bolus for a high blood glucose. Troubleshooting was performed to determine the reason for high blood glucose. Insulin pump passed high pressure test. After troubleshooting, it was found that insulin pump was working as designed. Customer was advised to change infusion set, reservoir and insulin and to follow up with healthcare professional regarding unexplained high blood glucose.